Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump backlight was not working and it was getting harder to see the insulin pump screen. Infusion set cannula was bent but insulin pump never alarmed. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. No unexpected back light anomalies noted.